Event description:
It was reported that a malfunction alarm occurred and the pump unexpectedly shutdown. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 180 mg/dl.